Event description:
In (B)(6) 2012, I had an endometrial ablation to stop heavy monthly cycles that were causing anemia. After the ablation my period slowed down quite a bit, after about a year I still had chunks of skin and dry brown blood coming out of me. Every month there after being having horrible pain an cramping and leaving me bed ridden for days at a time. This has been continuing for sometime. Finally decided to got to the dr. And do some research. It seems women who have this procedure done with prior tubals come down with something called, "post ablation tubal sterilization syndrome". Now because of this procedure the only way for me to stop the pain and the blood from building up b/c it has no where to go due to scar tissue that this machine has caused me is to have a hysterectomy. No one should have to live like this and so many women are having the same issues, I did get a diagnosis of patss and now have to have this hysterectomy which I would not have had to have had I not done this horrible awful procedure. My body is a mess, I am always in pain, my labs are terrible, I can't tell you how bad this has done me because there are no words!. The dr's say that side effects can occur up to ten years after ablation! This is not acceptable!